Event description:
The customer originally returned his olympus bronchovideoscope due to discovering play in the angulation control during device maintenance. There was no patient involvement during this event. During the device evaluation, it was discovered that the connecting tube coating was peeling. This report is being submitted to capture the peeling coating found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no angulation when the control lever was turned due to the broken angle wire. Additionally, the connecting tube coating was found peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated and another reportable malfunction was discovered: control unit is dirty. The following non reportable malfunction were discovered: leak at channel tube, leak at bending section cover, leak at suction cylinder, adhesive on bending section cover is detached, image guide protector has a scratch, control unit has a scratch, grip has a dent, protector of universal cord on control section side has a cut, connecting tube has a dent, angulation is out of spec, angulation is play, due to a dent on channel tube: forceps cannot be inserted smoothly, due to a dent on channel tube: channel cleaning brush cannot inserted smoothly, due to damage on charge coupled device unit: the image has roughness, due to damage: switch button 1 does not work, light guide bundle is slipping down, control unit has corrosion due to water leakage, electrical connector has discoloration due to water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the reportable phenomenon one, it is likely that physical stress caused the device peeling. Based on the results of the investigation for the reportable phenomenon two, the foreign material was unable to be identified. It is likely that the user may not have conducted reprocessing properly due to leakage. The events can be prevented by following the instructions for use which state: "preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual_ cleaning, disinfection and sterilization procedures_ leakage testing. Performing the leakage test_ caution:during leakage testing, a continuous series of bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water and contact olympus.". Olympus will continue to monitor field performance for this device.